Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent sensing was observed on a stored egm. The patient was non-dependent and asymptomatic. Programming changes were made.